Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced a fall, after which the device appeared to have moved and caused discomfort. X-rays confirmed the device had shifted. The device was removed and replaced. The main concern was the repositioning of the battery, but the doctor also replaced the lead. There were no complications reported.